Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Visual inspection of the device confirms that the device is cleanly fractured into three fragments and that one of the pieces has not been returned. The fracture is located between the lateral edge of the medial condyle and the medial edge of the central post. The device is used for treatment. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. It was reported that ¿the surgeon did mallet the poly in while the handle was attached¿, which is clearly advised against in the revised surgical procedure as part of the field action. Per the persona surgical technique, ¿gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand.¿ therefore, misuse is considered as the root cause.